Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was intact. Horizontal creases were observed on the cusp of all three leaflets. Suture holes were visible around the sewing ring. Photos provided by customer appeared consistent with lab findings. Per the device evaluation, the customer report of regurgitation could not be confirmed through visual observations. The valve will be sent to r&d for further evaluation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device code: 3191 - leaflet crease . Device evaluation: customer report of regurgitation was confirmed through echo evaluation report. Echo report found probable mild central valvular mitral regurgitation with two visualized jets. X-ray demonstrated wireform intact. Horizontal creases were observed on the cusp of all three leaflets. Suture holes were visible around the sewing ring. Photos provided by customer appeared consistent with lab findings. Additional manufacturer narrative: under standardized in vitro testing conditions, the total regurgitant fraction (trf) measured under normal physiological conditions was 9.0% which is lower than the 15% maximum allowed for a valve this size per iso5840-2:2015. Some of the leakage measured appeared to be through the small central hole related to the leaflet creases described above. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions, especially when the factors contributing to the leaflet tissue creases/folding no longer exist. Leaflet tissue creases/folding, indentations, and imprinting marks were observed on this valve as received. These abnormalities are typically associated with suture looping with or without a pledget, interference from the native mitral subvalvular apparatus (chordae), and/or prolonged contact by instrumentation. The specific cause(s) for the leaflet creases could not be determined with great certainty at this time due to the available intraoperative information is limited. The leaflet creases, indentation, and wireform cloth imprinting as observed on this particular valve appear to be related to the valve implant/explant and would not pass the manufacture inspections.

Manufacturer narrative:
Additional manufacturer narrative: an engineering evaluation was completed and a definitive root cause for the mild central mitral regurgitation, and leaflet tissue creases/folding, indentations, and imprinting marks could not be conclusively determined. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional manufacturer narrative: echo images evaluation showed mild central (valvular) mitral regurgitation with two visualized jets. The larger one appears to originate at or close to the location of central leaflet coaptation. The smaller jet appears to originate close to (but within) the posteromedial aspect of the sewing ring, probably at/close to a commissural post. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification that this 27mm mitral valve was explanted at implant due to an eccentric central regurgitation. Echo images were provided. Indication for surgery was native valve replacement was mitral stenosis. At explant it was noted that the hole in the middle of the valve was large (leaflets not coapting properly) and that there were some wrinkles and marks on the valve. The valve was checked before the implantation but it was indicated that the place where the marks are cannot be checked before the implant, only once the valve is explanted and turned over. A 25mm valve was implanted in replacement with good results. The patient was noted as to be in ICU. Physician mentioned that the patient could be still on ICU due to long cpb that could be significantly extended due to the explant at implant of this valve.